Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported problem. The investigation determined that the reported problem was due to an isolated component failure within the device pneumatic block assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a high pressure alarm and stopped ventilation. The patient desaturated and became cyanotic, was removed form the device, manually ventilated and placed on another device.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a high pressure alarm and stopped ventilation. The patient desaturated and was manually ventilated.